Event description:
A patient had a total right hip replacement approximately six years ago and a depuy s-rom metal on metal device was implanted. Several months ago surgery was performed on the patient to remove the depuy s-rom which had fractured through the stem in-vivo. The explant was removed and proper hospital process was followed, as with any orthopaedic implant. The patient experienced some pain, which has been alleviated following a revision procedure.